Manufacturer narrative:
It is anticipated that the device remains in the patient. If additional information pertinent to the event is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2017, the patient was initially implanted with an afx2 bifurcated stent graft. On (B)(6) 2017, a secondary procedure was performed to reline the afx2 bifurcated stent graft for an unknown reason. During the secondary procedure the patient was implanted with an additional afx2 bifurcated stent graft and afx vela infrarenal. No additional event or patient information is available.